Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the removal was in (B)(6)2012 and that the device was so badly damaged that the patient did not believe there would have been anything to return for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they were run over by a drunk driver and their device was destroyed and removed. The patient confirmed that there were fragments all over their butt. No patient symptoms were reported. No further complications were reported or anticipated.